Event description:
Customer reported the auto kv is out of range. Range error when using copper filters to check auto kv. No pt injury was reported.

Manufacturer narrative:
Possible aro. A ge rep evaluated the system and adjusted the collimator iris. System operates as intended.